Event description:
The company was informed that the recipient's device was explanted. It is noted that the device was not inserted deep enough. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.